Event description:
The surgeon reported that a pc tear occurred during a cataract extraction which required an unplanned vitrectomy. The surgeon stated that vitreous cutter stopped cutting and had to be exchanged. The procedure was completed and the patient is doing well. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.